Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: during investigation, the keypad was intact and all the keys were functioning appropriately to user presses. There was no contamination observed under the button contacts. Unrelated to the original complaint, it was noted that there was moisture found on the printed circuit board and the keypad flex connector but not in the battery compartment. The battery compartment was observed to be cracked at the case seal. A leak test was performed and failed indicating a case leak. Additionally, the display appeared to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.